Event description:
Not able to hear at all with implant. Experiencing facial nerve stimulation or "contractions" on all channels. Based on clinical assessent, the patient will be explanted and reimplanted on a date yet to be determined.